Event description:
Boston scientific received information that this product was part of a system revision due oozing hematoma and possible infection. Additional information was received from a field representative that blood culture was taken and it came up positive for infection. There were no additional adverse effects reported. The product was explanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.